Event description:
It was reported that the 'c ring' of an anchor-c self drilling screw was 'damaged' intra-operatively. Surgery was successfully completed with another screw and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual analysis: the locking ring is fractured. Functional analysis: due to the fracture, the screw is no longer functional. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. It is inadvisable to attempt to insert the cage using only the low profile inserter inner draw rod . The inserters provide a positive stop to place the cage flush with the anterior profile of the vertebral bodies. The inserter may separate slightly from the cage throughout the procedure. A gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage. Screw is locked when the gold color and the black line are no longer visible. Caution: driving the black line beyond the indicated area may lead to screw and/ or cage deformation. Excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. It was reported that the screw was inspected prior to the surgery and no damage was noticed. An inserter was used to insert the screw; however, it is unknown if the inserter was removed at any time during the procedure. It is not known if excessive force was used, if the screw was implanted at difficult angle, how were the screw holes prepared, how experienced the surgeon is with the system, or the quality of the patient's bone. Additional information was requested but not received. The cause of the reported event cannot be determined concussively from the information provided.

Event description:
It was reported that the 'c ring' of an anchor-c self drilling screw was 'damaged' intra-operatively. Surgery was successfully completed with another screw and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
D.4. Lot number has been populated. D.9 has been updated to reflect device return.

Event description:
It was reported that the 'c ring' of an anchor-c self drilling screw was 'damaged' intra-operatively. Surgery was successfully completed with another screw and no delay. No adverse consequences or medical intervention were reported.